Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. A transmission showed that the patient's implantable cardioverter defibrillator (ICD) was in backup mode due to event que overflow. The patient was asymptomatic. The patient was brought into the clinic where the ICD was programmed back to normal settings. The patient was stable throughout.